Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. After the alarm, the customer "generally changed out the infusion set and resumed insulin delivery." The customer's blood glucose (bg) level was 350 mg/dl and insulin injections were administered to address the bg level.